Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced a breach in aseptic technique, which resulted in peritonitis. The home patient was hospitalized for the peritonitis and the treatment consisted of unknown antibiotics, at home (dose, frequency and lot number not reported). Two days later the patient was released from the hospital. The patient has recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.